Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
The advocate from (B)(6) reported that the customer obtained a blood glucose reading of 120 mg/dl on his contour next usb meter, and a reading of 60 mg/dl on a different meter. The difference between the readings falls in zone "c" of the consensus error grid, making the difference clinically significant. No adverse event alleged. The customer was advised to return the test strips for evaluation.

Manufacturer narrative:
During the follow-up call, the customer indicated that his meter is performing as expected.